Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2 and suture are off the needle. The t1 is missing most of the anchor but is still attached the knot. The t2 is bent and attached to the knot. The tail of the suture was not returned. The actuator is in the pre-t1/post-t2 position. A functional evaluation was performed on the returned device and found the device cycled as intended. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include failure to fully actuate the device during implantation. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the t1 of the fast-fix 360 could not be deployed. The procedure was completed with non-significant delay using a s+n back up device. No further complications were reported. As per investigation results, the t1 was missing most of the anchor but was still attached the knot.